Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of perforation ("punctured internal organs"), device dislocation ("essure migrated") and device breakage ("essure fractured") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and adverse event ("other serious injuries"). At the time of the report, the perforation, device dislocation, device breakage and adverse event outcome was unknown. The reporter considered adverse event, device breakage, device dislocation and perforation to be related to essure. The reporter commented: this case refers to 53 patients. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device dislocation ("essure migrated") and perforation ("punctured internal organs") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant), device breakage ("essure fractured "), perforation (seriousness criterion medically significant) and adverse event ("other serious injuries "). At the time of the report, the device dislocation, device breakage, perforation and adverse event outcome was unknown. The reporter considered adverse event, device breakage, device dislocation and perforation to be related to essure. The reporter commented: this case refers to 53 patients. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.